Event description:
The customer reported the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and rebooted the system. System operates as intended. (B) (4).